Event description:
It was reported that during a preventive maintenance check, it was discovered that when the external pulse generator's (epg) battery was removed, the epg would immediately power down. The status of the epg is unknown. There was no patient involvement.